Manufacturer narrative:
.

Event description:
It was reported to philips during device evaluation by the customer, an ECG bias auto test error was found in the status log. There was no patient involvement during the device auto test.